Event description:
It was reported that a spectrum pump had a downstream occlusion detection pressure which was above spec. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The reported symptom of downstream occlusion pressure detection out of spec could not be reproduced. Downstream occlusion testing was performed with the pump functioning within spec. The pump was calibrated to ensure proper occlusion detection.